Event description:
Healthcare professional reported homepatient diagnosed with peritonitis after using homechoice device for apd therapy. Homepatient was admitted to hosp on 7/7/97 and was treated with antibiotics. Homepatient was released from hosp on 7/9/97. Healthcare professional reported homepatient was readmitted to hosp on 7/14/97 for unresolved peritonitis episode. Due to the type of organism grown through culture of effluent, homepatient's catheter was removed on 7/14/97 and homepatient switched modalities to hemodialysis. Homepatient was released from hosp on 7/17/97. Healthcare professional does not attribute hospitalization or peritonitis to homechoice device.